Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants according to clinician 3 implants were placed in class ii bone during a routine procedure. The clinician reports that the implant in site #31 did not integrate and was removed one month post-operatively. The remaining 2 implants are stable and seem to have integrated successfully.